Event description:
The biomedical engineer (bme) reported that the zm transmitter was experiencing intermittent dropouts during patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter was experiencing intermittent dropouts during patient use. The patient was moved to a hardwire bed to continue monitoring. The bme was able to duplicate the issue when they tested the zm unit in their shop. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the zm transmitter was experiencing intermittent dropouts during patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the zm transmitter was experiencing intermittent dropouts during patient use. The patient was moved to a hardwire bed to continue monitoring. The bme was able to duplicate the issue when they tested the zm unit in their shop. No reports of patient harm. Investigation summary: the complaint device was returned to nihon kohden for evaluation. The evaluation remarked on evidence of previous fluid exposure, but the reported issue could not be duplicated. Without replicating the issue, a definitive root cause cannot be established. At the time of complaint reporting, the presence of fluids may have caused or contributed to the observed issue, but the device had sufficiently dried by the time of evaluation at nihon kohden. Alternatively, the issue may have been caused by an environmental factor at the customer facility. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/19/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 01/26/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 02/02/2026 emailed the bme for the information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.